Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically capped and abandoned. It was reported that this product had exhibited noise, oversensing and pacing inhibition. There was no asystole as a result of the pacing inhibition. No adverse patient effects were reported. This product is no longer in-service.